Event description:
It was reported "the capioslim device was sutured and fired. After that, the thread breaks during fixation. The thread was replaced with a new one, but the same reproducibility occurs. An investigation was requested to determine the cause of the problem. The procedure was completed without any problems using another lot. The two broken threads were collected, and an analysis was requested".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the capioslim device was sutured and fired. After that, the thread breaks during fixation. The thread was replaced with a new one, but the same reproducibility occurs. An investigation was requested to determine the cause of the problem. The procedure was completed without any problems using another lot. The two broken threads were collected, and an analysis was requested".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.